Event description:
The catheter was placed and was in use for about 30 minutes when it began to fail steering bi-directionally. The catheter was removed from the patient and a second catheter was opened and used to finish the procedure. The patient was not harmed, but completion of the procedure was delayed while catheters were swapped out.